Event description:
Device report from depuy synthes reports an event in italy as follows: it was reported that a patient had an original surgery due to biosseous fracture exposed at right leg on (B)(6) 2019. Postoperatively patient developed infection and inflammatory reaction from endomidollar nail, fistula third middle right leg. Patient needed a antibiotic therapy. No further information provided. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm f/im nail-ster this is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 04.005.530s lot: 5l37741 manufacturing site: werk selzach supplier: (B)(4), release to warehouse date: 05 jul 2019 expiration date: 01 jul 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.005.530 non-sterile lot # 5l25736 manufacturing site: werk mezzovico release to warehouse date:01 jul 2019 supplier: na. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.